Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. The pump was received with missing/segments partial display due to cracked and bleeding lcd glass. The pumpm was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.